Manufacturer narrative:
(B)(4). Method: the complaint pt101 airvo 2 humidifier was returned to fisher & paykel healthcare (f&p) regional office in the united kingdom, where it was inspected by a trained f&p technician. Results: the complaint device was visually inspected and performance checked. There was no fault found with the device. Conclusion: based on the information provided and the device assessment, we are unable to determine what may have caused the reported event. The airvo 2 user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The airvo user manual states that the "airvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and that "the unit is not intended for life support."

Event description:
A healthcare facility in the UK reported via a fisher & paykel healthcare (f&p) field representative of an incident involving a pt101 airvo device. The patient's o2 saturation levels decreased to around 59% on 3 separate occasions, with increased work of breathing while using the pt101 airvo device. The hospital suspected a flow issue with the device. It was reported that after changing the patient to another device, the patient's o2 saturation level immediately increased to 95% with device set to 60 l flow rate at 60% o2. The device settings were then adjusted to 55% then 50% to achieve target saturation level of 88-92% . The patient's condition stabilised and their o2 saturation levels returned to 91%. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). The complaint device was received at fisher & paykel healthcare (f&p) regional office in the (B)(4) and inspected by a trained f&p technician. The device was found to be operating correctly and within specification. We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the (B)(6) reported via a fisher & paykel healthcare (f&p) field representative of an incident involving a pt101 airvo device. The patient's o2 saturation levels decreased to around 59% on 3 separate occasions, with increased work of breathing while using the pt101 airvo device. The hospital suspected a flow issue with the device. It was reported that after changing the patient to another device, the patient's o2 saturation level immediately increased to 95% with device set to 60 l flow rate at 60% o2. The device settings were then adjusted to 55% then 50% to achieve target saturation level of 88-92% . The patient's condition stabilised and their o2 saturation levels returned to 91%. No further patient consequences were reported.